Manufacturer narrative:
Submit date: 10/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2016 the service tech found the unit's rotor rotates backwards during power up and power off.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the service technician¿s finding of the rotor rotates backwards during power up and power off.¿ the rotor was able to be rotated manually in the reverse direction during triage. It was noted that the gearbox was worn and needed to be replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.